Event description:
Pulmonetic systems, inc. Received the following report from a representative distributor of event occurred in patient's home. Family member and nurse stated vent's pressure support would stop for short times. If patient came off vent no air would be flowing. Air would stop flowing out of exhalation valve while on patient. Family member stated if they moved circuit, air would start back. Alarmed disc/sense. Accessories: humidifier, 02 source; power source: ac. No patient harm.